Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylosis and underwent cervical internal fixation surgery. During surgery, the screw slipped and could not be fixed. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.